Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not turn back on. The customer's blood glucose was around 340 mg/dl. Troubleshooting was performed and the insulin pump display returned. The customer also reported that the insulin pump did not alarm low battery prior to off no power alert. The insulin pump will not be returned for analysis.